Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that the cup impactor broke.

Manufacturer narrative:
The broken device reported was likely the result of numerous impaction forces from repeat surgical use, which led to crack initiation, propagation, and ultimate failure of the body-strike plate weld interface. However, this cannot be confirmed as the device was not returned for evaluation. The following sections have corrected information: component code: 3195, weld.